Manufacturer narrative:
The customer cleaned the barcode reader, and the sample ID was read correctly after the cleaning. The checksum digit feature of the lh750 was disabled. On (B)(4) 2008 the field service engineer performed a barcode reader test for 30 samples, 100% read was achieved for all scans. The sample barcode labels used by the customer were evaluated. The label symbology is code 39 with no check character. The labels failed reflectivity of media, reading from 71% to 75%. The minimum should be 80%. The root cause of the event is attributed to poor quality sample barcode labels and lack of checksum digit. Beckman coulter recommends use of checksum digit feature. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported a sample misidentification when using the coulter lh 750 hematology analyzer on (B)(4) 2008. Sample ID (B)(6) was incorrectly read as (B)(6). There was an instrument generated "no match" error code. No erroneous test results were reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.